Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) should be removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon admission to the hospital, the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. It was noted the patient would be medically observed and the device remains in use. No patient complications have been reported as a result of this event.